Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. They were unable to perform the functional check including rewind, basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, unexpected restart test, and all operating current test due to the blank display. The pump was received with a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the she is having an issue with her insulin pump screen not working. Customer forgot that she had the insulin pump on and she jumped into the pool. Customer stated that there was water behind the screen. Customer stated that this happened yesterday and her blood glucose was 126 mg/dl at the time. Customer stated that there was fluid under the lcd display but the pump is in good shape. Customer stated that she has already discontinued use of the pump and is taking manual shots. Customer will be sent a replacement pump.